Manufacturer narrative:
The device was returned to zoll medical united kingdom and the customer's report was verified. During evaluation of the device, the patient impedance calibration was found to be out of specification. It is unknown how the patient impedance became out of calibration. The patient impedance was recalibrated to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.